Manufacturer narrative:
Pump received with detached end cap and broken reservoir tube lip. Unable to perform displacement test due to detached end cap. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir lip ring was damaged and also insulin pump back popped off. Customer stated reservoir was able to lock in place when inserted into insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.